Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low lithium battery was confirmed during product evaluation. This condition was caused by a depleted lithium battery. The lithium battery was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a low lithium battery. This condition was reported to have occurred upon power up. However, this event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available..